Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Patient presented at 9 week review with broken mtp cp plate at the lag screw site. Patient has since undergone revision with a second mtp cp plate.

Manufacturer narrative:
The reported event that plate anchorage mtp / cross plate - right was alleged of 'implant breakage after surgery' could be confirmed, based on provided x-rays. Based on investigation, the root cause was attributed to be patient related. The failure was caused by early mobilization. Provided x-rays confirmation show the broken plate 9 weeks after implantation. On this x-rays, we can see that the bony consolidation did not occur. Please note that the instruction for use (v15095 rev b anchorage non sterile (drnot0040)) states: ''- the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis.¿ [original statement] the anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. Stryker offers labeling of best quality (op-tech, IFU) but stryker cannot grant that all users are skilled in the special field of podology and have read the labeling with diligence. In the case of an overloading or due to poor implantation technique implant failure may result. This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient presented at 9 week review with broken mtp cp plate at the lag screw site. Patient has since undergone revision with a second mtp cp plate.